Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine the 510(k) # without a part number or lot number. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Pt underwent orif of the distal humerus on (B)(6) 2010. During a follow up visit, a non-union was noted with loosening of seven screws. Pt was revised on (B)(6) 2011. Two plates originally implanted were left intact and screws were removed and replaced. This is the 9th of 9 reports submitted on this event.